Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. However, a faulty patient board set was found, causing no image on olympus series 180 scopes. Additionally, a worn lock latch on the video connector was found, causing loss of image when manipulating the pigtail.

Event description:
A user facility reported to olympus that the camera would not connect to the device and if it is connected it is "stuck." The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the failure to produce an endoscopic image, identified on the device evaluation, was a malfunction of the synchronization circuit of the patient board. The likely cause of the reported connection problem between the camera and the suspect device was determined to be related to user handling. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors."